Event description:
It was reported that upon opening the kit in the emergency room, the tip of the swg was found damaged. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: a guide wire was returned for analysis along with the advancer assembly. The cap was not returned. The returned guide wire has a slight bend approximately 3cm from the distal j-end. A manual tug test on both ends of the guide wire found no unraveling or separations. The diameter of the guide wire was measured and met specification. The investigation found no evidence to suggest a manufacturing related cause. The reported complaint of a bent guide wire was confirmed through visual inspection of the returned sample. Based upon the location of the bend near the j-end and the report that it was found upon opening the kit, the potential cause is shipping and handling related.